Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently returned some infusion sets and have ordered replacement sets. Customer indicated that they recently had blood glucose of 598 mg/dl and spoke with their doctor who helped bring it down to 97 mg/dl. Customer was advised that they would receive the replacement infusion sets soon and the order is currently being processed. The customer declined to further troubleshoot for the high blood glucose. No further details given.